Event description:
Caller reported inform ii blood glucose results of 20 mg/dl and of 73 mg/dl. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.